Manufacturer narrative:
The customer¿s report of an over infusion of magnesium sulfate could not be definitively confirmed in review of the pcu event log or replicated during testing. The log review found several different rates were programmed during the time in question which could have led to the secondary bag emptying. Analysis of the pcu log shows that drug ID = 159 (magnesium sulfate) was programmed as a secondary infusion at 11:23am on 23feb2019 which infused at 25 ml/hr. For approximately 10 minutes and was then channeled off. The log indicates the calculated volume infused in those ten minutes was 4.1 ml of magnesium sulfate. The pcu was turned back on and was programmed to infuse a basic primary at a rate of 50 ml/h with a vtbi of 450 ml at 11:37am. The rate was then changed approximately 10 seconds later down to 10ml/h. Approximately 20 minutes later the rate was increased to 100 ml/h and approximately 25 minutes following the rate change the pcu was shut off. Testing performed on the source pump module consisting of an asm rate accuracy test and a timed rate accuracy test found the device operating within specifications. During testing there were no observations of unregulated flow. The customer¿s IV bag and set were not returned for investigation the root cause was not identified. The pump module demonstrated to be operating as intended.

Event description:
It was reported that the nurse started an infusion of magnesium sulfate 2gm in 50ml solution at 11:22 per the scanned mar (medication administration record). The nurse programmed the pump for the secondary magnesium 2gm infusion utilizing the guardrail set rate at a 25ml/hr infusion over 2 hours. After 45 minutes, the nurse returned to find the entire bag had infused. The primary infusion was 0.9% saline at 100ml/hr. There was a previously ordered magnesium level done post infusion, which lead the nurse to believe that the patient had received the medication; as the patient's initial magnesium level was low. The nurse simulated their process and did not observe backflow into the primary bag. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information - admitted (B)(6) 2019 due to altered mental status, left-sided weakness, suspected stroke.

Event description:
It was reported that the nurse started an infusion of magnesium sulfate 2gm in 50ml solution at 11:22 per the scanned mar (medication administration record). The nurse programmed the pump for the secondary magnesium 2gm infusion utilizing the guardrail set rate at a 25ml/hr infusion over 2 hours. After 45 minutes, the nurse returned to find the entire bag had infused. The primary infusion was 0.9% saline at 100ml/hr. There was a previously ordered magnesium level done post infusion, which lead the nurse to believe that the patient had received the medication; as the patient's initial magnesium level was low. The nurse simulated their process and did not observe backflow into the primary bag. There was no patient harm.